Manufacturer narrative:
G4: 21jan2020. B4: (B)(6). The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the orifice outlet port and tubing to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25sep2019.

Event description:
The customer reported a ventilator with an internal leak. There was no patient involvement/harm.